Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. At that time the medical investigation will be re-opened and the investigation will proceed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a scheduled revision surgery to explant an intertan nail, the surgeon was not able to remove it. The surgeon used a powered cutting wheel to remove some of the proximal intertan nail that was about 15mm proud, protruding from the patient¿s greater trochanter. It is unknown if surgery was delayed as consequence of this allegation. The patient outcome is unknown.